Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the connect app (android) are not accurate. No adverse event reported. Return of the back up file was requested for evaluation.